Event description:
It was reported that a patient fell and broke her arm two weeks prior to the report, there was a patient injury, and now she had pain in her rectum. Therapy wasn¿t working as expected and she thought maybe when she fell, she ¿maladjusted the thing.¿ she had also hit her head and it ¿knocked her goofy.¿ the issues started right away. She was given pain medication, she took it for three days, and on the fourth day at 2 pm she quit taking it because it caused severe blockage, she had had all this pressure, and she still had it. The patient went to her device healthcare provider six days prior to the report. At the appointment she was so ¿put out¿ she could hardly walk, it was the first time she had walked since the fall, and she wasn¿t all right yet. Her healthcare provider told her to contact a manufacturer representative for an appointment. She wanted to meet with a manufacturer representative for a device check and/or programming. The day of the report she saw a healthcare provider who did colonoscopies and was told to take hemorrhoid medicine and metamucil. She¿d been taking metamucil but still had the issue with blockage and pressure. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had a hard fall and after the fall, they started feeling stimulation to the right of their rectum. The patient met with a manufacturer representative on 2015-03-25. The health care provider (hcp) was supposed to call the patient in a prescription for an antibiotic but they didn¿t. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that there was stimulation in the wrong area. The patient fell and it was related to the stimulation issue. She was supposed to have surgery but the manufacturer's representative was able to reprogram the device so it was cancelled. The patient saw her new physician on (B)(6) 2015 and was examined; she was told her pain was most likely not caused by the fall but rather her spinal stenosis. The patient has had spinal stenosis for a long time. An MRI or CT scan was carried out after she fell. There was pain at the rectum. The patient has had the rectum pain since 2012. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0f1t7, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Additional communication from the patient determined that (B)(4) also applies to the file.

Event description:
Additional communication with the patient determined that the ins had turned half-way around and the patient was without therapy for about one year before the ins replacement. Patient status is unknown at the time of this report.

Event description:
Additional information received reported that the patient would like to have the device removed because it was still not working. If additional information is received, a supplemental report will be sent.